Event description:
During the puncture, the proximal part of the needle broke. The broken needle was trapped inside the working channel of the scope and could not be retrieved. According to the initial reporter, a section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
This complaint is reportable to the FDA on the basis of the reporting precedence established for this product family for proximal needle breakages, regardless of the patient outcome. This complaint is related to an echo-hd-19-c device of lot# c1039782. The echo device involved in this complaint was not returned for evaluation. With the information provided a document based investigation was carried out. Additional complaint information provided confirmed that the needle breakage occurred inside the patient. It was the proximal end of the needle that broke. No part of the needle had to be retrieved or remained in the patient. The broken needle that was left in the working channel of the scope could not be retrieved. A review of the manufacturing records for echo devices of lot#c1039782 did not reveal any discrepancies that could have contributed to this complaint issue. A possible cause of this complaint is that the needle bent during use resulting in needle breakage. The needle can kink/bend due to product handling during the procedure. A needle kink/bend may also be attributed to patient anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. As the needle is advanced/retracted during the procedure it is possible that the kink resulted in a breakage. As the device was not returned for evaluation and conditions of device usage cannot be replicated in the laboratory it is not possible to conclusively determine the root cause of this complaint. The customer complaint was confirmed based on customer testimony. Prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure integrity of the product. The notes section of the instructions for use that accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The patient did not experience any known adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.